Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: data review: console logs were consistent with what was reported in the complaint. Imc logs revealed that the console issued the purge disc not detected alarm (event set #402) several times. Device analysis: console (B)(6) was sent back to field service for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Root cause: the purge disc flag was observed to be broken and was the root cause of (B)(6)¿s inability to detect the purge disc. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Event description:
A biomedical engineer reported that the impella console had a purge disk not detected. No patient was involved.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.